Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A review of the device history and complaint database could not be performed since the lot number was not provided.

Event description:
(B)(6) alleges that an employee was punctured by a needle while handling packaging containing a biopsy device. Upon reporting this event, (B)(6) was instructed to follow facility guidelines for injuries. The end user reported there were no infectious concerns related to the patient the device was used on. No additional information available.